Event description:
It has been reported to the co that the occlusion balloon deflated during the procedure. The physician inserted the occlusion balloon wire into the patient and inflated to occlude the vessel. The physician then inserted a stent delivery system and prior to stent placement, the physician pulled back on the occlusion balloon wire which caused the occlusion balloon to come in contact with the stent and deflate. The physician removed the device and replaced with another to complete the case. The patient is reported to be fine.